Event description:
It was also reported that the patient experienced muscle stimulation associated with the right atrial (ra) lead as the pocket was being closed. This observation also contributed to the decision to cap and replace the ra lead. No patient complications have been reported as a result of this event.

Event description:
It was reported during an implant procedure that the patient's right atrial (ra) lead was noted to have some fraying and when the pocket was being closed the patient had some seizure like activity. The ra lead was capped and replaced. The patient is a participant in the wrap-it clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.